Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported failure was confirmed. The white teflon pad of the clamp arm was found with material missing at the distal tip. Teflon material approximately 0.06x 0.02, was missing. The customer did not return any missing material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off in the patient. The fragment was retrieved. A backup instrument was used and the procedure continued. The procedure was completed intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.